Manufacturer narrative:
Patient information was unavailable at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used during a functional endoscopic sinus surgery (fess) procedure. It was reported that when the site put a disc into the system, they had not snapped it down into the disc drive fully and the disc slid into the small gap between the dvd drive and the bottom of the keyboard tray. They were unable to retrieve it. The site was unable to get another disc burnt. Navigation was aborted due to this issue to complete the procedure. There was a 15 minute delay to the procedure and no reported impact to patient outcome as a result of this issue.